Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure due to upgrade. Upon review of electrograms, noise resulting in oversensing was observed on the right atrial lead. Noise was unable to be reproduced during in clinic testing. However, the patient was lying down with an IV in left arm, hence it was unable to test for myopotentials as the patient expressed pain due to IV. The patient had paroxysmal atrial fibrillation and the sensitivity was adjusted prior to device change out procedure which was suspected to be the cause of oversensing due to noise with movement. The right atrial lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead measuring 52.4 cm was returned for analysis in one piece. Visual inspection revealed fully breached insulation degradation exposing the outer coil noted at 18.3 cm from the connector pin . The cause of the reported event was isolated to the full breach insulation degradation exposing the outer coil adjacent to a suture tie impression. The other damages found were sustained during the surgical procedure.